Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated his wafer is being changed 1-2 times per day, his home health nurse uses smith and nephew unisolve to his peristomal skin and then cleanses his skin with dial soap. The end user also stated his home health nurse applies smith and nephew skin protective barrier wipes followed by stomahesive powder and applies stomahesive paste to his peristomal skin. The end user stated the stomahesive powder was used for the first time on 09/11/2013. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.

Event description:
An end user called in and stated there was redness under the tan tape collar of his skin barrier and is unsure if there is redness under the mass due to the fact that his home health nurse changes his skin barrier. The end user also stated that the red area is raw and weeping.